Event description:
The customer reported the system is displaying a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the 5v power supply plugs and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare (B)(4).